Manufacturer narrative:
Additional contact:direct: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing" alarm. Per reporter the residual volume was 56.8 ml, rate 2.0 ml/hr and 35.28 ml given. No adverse patient effects were reported. Per reporter no additional information is available at this time.